Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 305mg/dl. The customer's most current level was 424mg/dl. The customer states they knew their reservoir was low, but did not change it until much later in the day when their levels had risen. Troubleshoot was conducted. The customer was able to get through the rewind process without any issues. The customer was advised to monitor their blood glucose levels, and call back if issues persist.